Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Concomitant medical products: item number: 11-173662, item name: m2a 38mm femoral head, lot #: 232220, item number: 15-106054, item name: m2a-38 cup, lot #: 728040. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2018 - 08492, 0001825034 - 2018 - 08493.

Event description:
It was reported that a patient approximately 12.5 years post implantation due to severe pain in hip with altr secondary to metallosis. The onset of pain began approximately one year prior to the revision. An office visit determined the patient had bone loss around the collar of the stem and an unknown radiolucency in the superior pubic ramus near the acetabulum. Trunnion displayed excessive black staining. Further inspection determined the bone loss around the stem measured a "fingerbreadth", but the bone could be visualized as directly adhered to the stem on the anterior surface. Operative notes also indicated a fingerbreadth around the cup where the bone had receded or was damaged. However, the cup was well fixed. Attempts have been made, and no further information is available at this time.